Event description:
Customer contacted beckman coulter inc. (Bci) regarding several falsely low magnesium (mg) results generated by the synchron lx20 pro analyzer.the original mg results for three patients were 1.0, 2.12 and 0.8mg/dl. They repeated at 1.72, 2.9 and 2.36mg/dl respectively.(see b6)patients were treated with magnesium but the levels following the treatment were not in the critical range.

Manufacturer narrative:
Samples were serum and were stored at room temperature.qc was recovering low before the event.a field service engineer (fse) was on-site. Fse performed preventive maintenance (pm). Fse replaced some hardware and performed repairs. The system is functioning appropriately now.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.